Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, infection. This event also includes device 22029639/00733132618637, 21749858/00733132618613 and 21855351/ 00733132618644.

Event description:
On (B)(6) 2020, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system and three gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2021, the patient underwent a procedure to remove the devices due to infection. The cause of the infection is unknown.